Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that a communication problem was reported. It was further noted that patient compliance was the primary reason for overdischarge. The reporter stated the last successful recharging session was about one year ago. It was noted the manufacturing representative was able to get the physician mode recharge to work. Additional information received reported that the end of life (eol) message was seen. It was noted that the implantable neurostimulator (ins) battery depletion was normal, but there was ¿expressed dissatisfaction with longevity.¿ it was noted that the ins was dead for about a year because the stimulation wasn¿t providing the results she was looking for so she stopped recharging. It was noted that the patient and manufacturing representative met in (B)(6) 2013 and 2 physician mode recharges (pmr) were performed. It was noted that when the patient went home, she did 3 more pmrs on her own. It was further noted that these were performed ¿back to back.¿ it was noted the patient continued to recharge with no stimulation. It was noted that the patient met with the manufacturing representative on (B)(6) 2014 to clear the power on restart (por) and it showed 0x8 for the por code. It also showed that the ins had reached eol. It was noted that the patient had no previous overdischarge events.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3986a, lot # n306387, implanted: (B)(6) 2011, product type lead; product ID 3986a, lot # n306387, implanted: (B)(6) 2011, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).